Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient had a stroke and was getting a MRI. No patient symptoms or further complications were reported as a result of this event.